Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the pump stopped insulin delivery and requested the customer resume insulin therapy. The pump was not available at the time of the call, therefore, troubleshooting with tandem technical support was unable to be performed. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer's blood glucose level was 175 mg/dl.